Event description:
It was reported that (1) device was used during a laparoscopic burch. It was reported by the rep that the surgeon used an ems stapler and the 1st staple worked as expected and the 2nd staple never came out. The case was completed by using another ems instrument. There was no consequence to the patient.